Event description:
Hcp reports revision at left-sided supra-orbital nerve stimulator due to infection and lead migration. The device was explanted but not returned to the MFR for analysis. A follow up report will be sent if additional info is received.